Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 491 mg/dl. Customer had blood levels of 457 mg/dl. Insulin pump had insulin flow block alarm. Customer was assisted with troubleshoot and insulin was exited. Customer declined troubleshoot for high blood glucose level. Customer stated that the cannula was bent. Insulin pump will not be returned for analysis.